Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked. Visual and microscopic inspection revealed the tip was kinked and ripped.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion, which had a length of 20 mm, and a diameter of 2.5 mm, was located in the moderately tortuous and severely calcified left circumflex artery. The opticross imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was found that the tip of the ivus catheter was kinked and fractured. The procedure was completed using another catheter of the same device. The patients condition following the procedure was stable, and no complications were reported. It was further reported that the device was kinked inside the patient and was not fractured.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion, which had a length of 20 mm, and a diameter of 2.5 mm, was located in the moderately tortuous and severely calcified left circumflex artery. The opticross imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was found that the tip of the ivus catheter was kinked and fractured. The procedure was completed using another catheter of the same device. The patients condition following the procedure was stable, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion, which had a length of 20 mm, and a diameter of 2.5 mm, was located in the moderately tortuous and severely calcified left circumflex artery. The opticross imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, it was found that the tip of the ivus catheter was kinked and fractured. The procedure was completed using another catheter of the same device. The patients condition following the procedure was stable, and no complications were reported. It was further reported that the device was kinked inside the patient and was not fractured.